Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens trailing haptic tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The cause of the trailing haptic tearing is unknown.